Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error.

Manufacturer narrative:
Hemodynamic instability/thrombosis: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low or blocked pump flow could not be determined without sufficient clinical details, including data logs.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 57-year-old female patient with a past medical history of coronary artery bypass graft (CABG) and coronary artery disease (cad). The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the pump was unable to flow for unknown reasons and suctioning at p-2. The physician made the decision to explant the pump and exchange for a new impella cp due to suspicion of clot. The impella was successfully removed in the procedure room. The post-procedure outcome is survived at explant. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.